Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, mobility. When dentist placed abutment in may - full integration not present. September implant came out no bleeding, swelling or bone attached.